Event description:
The manufacturer received a call from a distributor with concerns using the amara view mask on a patient that has metal in his skull and around his orbital bone due to the magnets. The manufacturer read the warning from the manual regarding magnets. The caller was dissatisfied that all the newer full-face masks contained magnets. She stated that was limiting what could be used on patients with pacemakers, defibrillators, or other metal implants in the head/face. There was no report of patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. The amara view instructions for use includes the following warnings: the mask assembly contains magnets. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.